Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited gradually increasing pacing impedance measurements. The shock impedance has shown some variability in the past but has been stable at 48 ohms. Pacing threshold measurements are stable at 0.8v. R waves have been low at 3.9mv. There is no noise on the electrograms.